Event description:
The customer reported to olympus, the olympus electrosurgical generator esg-400 had a burst thirty minutes after an unknown procedure started and an e433 error code occurred. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus, and the customer's allegation was confirmed due to a defective high voltage power supply (hvps) board. Additionally, the device evaluation found that the bipolar socket was damaged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The event occurred during preparations for a melanoma enlargement and sentinel lymph node removal. The customer stated upon depressing the buttons a bang heard coming from the generator with it turning off. The generator restarted, and error 433 (e433) appear on the display and the generator will be automatically restart. There was a five (5) minute delay to switch out the generator to complete the procedure. There was no extension of the procedure or additional medication used is the procedure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a defective high voltage power supply (hvps) board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.